Event description:
Per provider, sieve beds are saturated on a irc5po2v concentrator.per independent repair center statement unit is alarming or red light. The key failure was the sieve beds were saturated. Additional malfunctions were the pilot valve wasn't shifting, the muffler was clogged and the tie wrap was leaking.